Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a midfoot fusion surgery. Allegedly, the implant inserter cracked during use. The case was delayed 2 hours as another inserter was brought to the facility. No additional patient complications were reported.